Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 339, 241, and 158 mg/dl when all testing was performed within 10 minutes on the compact plus system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.